Event description:
It was reported on (B)(6) 2012 by this patient that he has some sort of issue with one of his leads and they are keeping track of it. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).